Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to faulty component on the interface board. No unexpected constant audio alarms were noted. Unable to verify full segment display anomaly due to the blank display. The device also was received with cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported by the customer that their insulin pump display screen was blank. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 135 mg/dl at time of reporting. Nothing further reported.